Event description:
Additional information noted that pleural and cardiac effusion were observed via x-ray imagaing. The patient experienced mild shortness of breath. The pleural effusion was drained. A CT and echocardiogram were performed but were inconclusive. A catheter was left in the perforated area. Imaging could not confirm right ventricular lead dislodgement, but elevated capture threshold and decreased sensing amplitudes indicated possible dislodgement.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with suspected cardiac perforation by the right atrial lead. The right ventricular lead was suspected to have been dislodged. Both leads were repositioned successfully. There were no adverse consequences to the patient.